Event description:
Relative of pt reported an alleged heart attack and death. No info was provided that helped in the research for an existing and possibly already captured and reported death case, or a new case that had not previously been reported to allergan. The caller did not want to provide contact info and/or answer more questions. No f/u is possible. The name of the pt's surgeon was not provided. Internet searches did not lead to new info in this case. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint could not be asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. During the initial call to allergan, the rptr refused to answer questions and did not provide contact info for the pt and/or the surgeon. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination could have determined the connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Myocardial infarction and death are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."